Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device-80% stenosis, severe calcification. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-80% stenosis, severe calcification. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
During an attempt to pre-dilate a lesion in the sfa, the physician attempted to use two amphirion deep otw pta balloon catheters. The lesion exhibited 80% stenosis and severe calcification. The devices were been used with a 6fr sheath and a 0.018 guide wire. No abnormalities noted during inspection and preparation of the devices prior to use .no difficulty noted when loading the device onto guidewire and no resistance noted between the balloons and other devices or the lesion. The devices did not pass through any previously deployed stent. During the procedure the balloons burst under recommended burst pressure after approximately less than 30 seconds. No patient complications reported. The target lesion was treated with a subsequent balloon